Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device was alleged to deplete prematurely. A request for technical review was needed. Technical services (ts) exhibited premature depletion. The device should be replaced and returned for detailed analysis. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device was alleged to deplete prematurely. A request for technical review was needed. Technical services (ts) exhibited premature depletion. This device was explanted and replaced. This device is expected to be returned for detailed analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device was alleged to deplete prematurely. A request for technical review was needed. Technical services (ts) exhibited premature depletion. This device was explanted and replaced. This device is expected to be returned for detailed analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device was alleged to deplete prematurely. A request for technical review was needed. Technical services (ts) exhibited premature depletion. The device should be replaced and returned for detailed analysis. No adverse patient effects were reported. This device remains implanted.

Event description:
It was reported that this device was alleged to deplete prematurely. A request for technical review was needed. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.